Event description:
Needle stick occurred. Nurse describes concern with safety device on the injection as follows: nurse administered im injection of medroxyprogesterone 150mg. She related that she flipped the plastic protective cover down and it didn't click. She said it was flimsy piece of plastic. She tried again and it still didn't click. The plastic safety cover was still loose and not engaged. She did say that this protective cover was different than previous needles. She was holding the syringe with her right hand and stuck herself in her left forefinger as she was trying to get to the sharps container. She feels it was a defective cover. Lot number z05047 or z07576. Expiration date: 06/30/2014 or 07/31/2015.